Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for follow up. Externalized conductors were observed between the svc and rv coil. Short v-v intervals was also noted. The lead was replaced.

Manufacturer narrative:
A partial lead measuring 14.3cm of the proximal connector end including the pins was returned. The portion of the returned lead was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
No medwatch form was received.